Event description:
The patient reported their blood glucose (bg) level rose over 15 mmol/l (270 mg/dl), while wearing the pod between 25 and 36 hours. The pod reportedly became loose from the infusion site (hip/buttocks) while the patient slept, causing the cannula to dislodge. As treatment, a new pod was successfully applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.